Event description:
Upon picking up contact lenses at my doctor's office on 12/01/2005 I was also given some renu moistureloc solution. During december I used the contacts and solution during the 1st week of january 06 my eyes became red, sore and oozed a watery discharge. I also had a "pimple" on my lower right eyelid. On jan 12th 2006 I went to the eye doctor because I could barely drive home in blinding sunlight. The doctor told me that I had a tear in my cornea. He prescribed no use of contacts for 1 week and a prescription - tobradex solution. I returned for my annual eye exam on jan 19, 2006 and was told all was clear. Resumed wearing contacts the next day. I am not sure if I continued to use the bottle of solution.